Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rectal haemorrhage ('rectal bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rectal haemorrhage (seriousness criteria hospitalization and medically significant) and large intestine polyp ("pooped out a colon polyp"). At the time of the report, the rectal haemorrhage and large intestine polyp outcome was unknown. The reporter considered large intestine polyp and rectal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: rectal bleeding, colon polyp. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rectal haemorrhage ('rectal bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rectal haemorrhage (seriousness criteria hospitalization and medically significant) and large intestine polyp ("pooped out a colon polyp"). At the time of the report, the rectal haemorrhage and large intestine polyp outcome was unknown. The reporter considered large intestine polyp and rectal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: rectal bleeding, colon polyp no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.